Manufacturer narrative:
The referenced previous external percutaneous lead repair was reported under medwatch MFR #2916596-2016-00829. Approximate age of device - 3 years. The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On 09/20/2016, it was reported that the patient's system controller indicated a driveline fault alarm. The system controller was changed but the alarm reoccurred within approximately 30 seconds. The driveline fault alarm was cleared on the system monitor but re-occurred within about a minute. After the system controller was changed, the patient was on power module, laying in bed when the system indicated low flow/no flow/red heart alarm and a "connect driveline" message was displayed on the system monitor screen. All connections were checked, nothing was loose. During this alarm, the patient was switched to external battery power and the driveline was again checked for connection issues, nothing was loose. The red heart alarm warning continued for about 30 seconds and then resolved on its own. During the red heart alarm, the pump was not running by visual assessment as the green circle on the system controller was not illuminated. X-rays of the driveline were ordered. The log file submitted to the manufacturer's technical services for analysis confirmed the reported driveline fault alarms as well as the pump stops associated with a driveline disconnect. These events only appeared to occur while the lvad was connected to the power module. The patient was kept on external battery power pending an evaluation of the percutaneous lead. It was noted that the patient has had a previous repair of the external portion of the percutaneous lead due to a short to shield issue. The provided current x-rays of the external percutaneous lead showed the previous repair site. On 09/21/2016, it was reported that a "driveline disconnected" alarm was observed on the system controller despite the percutaneous lead being connected. Additionally, a pump stoppage occurred. It was reported that the patient was off lvad support for approximately 1 hour and heparin was administered for anticoagulation. The patient remained asymptomatic. The system controllers were exchanged twice with no resolution. The doctor attempted to manipulate the percutaneous lead and was able to restart the pump by manipulating the previous repair site. Pump parameters remained unchanged after the pump started and the patient tolerated the pump being off. The percutaneous lead was stabilized with perfusion tubing and tape until the manufacturer's technical services representative arrived for an onsite evaluation. On (B)(6) 2016, the manufacturer's technical services representative performed an external percutaneous lead replacement. It was reported that during the phase interrupter testing, two additional system controllers displayed "controller fault" on green and brown wire. After the repair, the patient was placed on a grounded patient cable with no further issues. As of 09/22/2016 it was reported that the patient is stable with no further alarms. The patient was asymptomatic throughout the event.

Manufacturer narrative:
Approximately 26 inches of the external portion/distal end of the percutaneous lead (lead) was replaced and returned for evaluation. Electrical continuity of the returned portion of the lead found issues in the orange, brown, and green wires. Examination of the lead found that the crimping of the orange, brown, and green wires at the previous repair site had come loose and the wires were no longer intact. The evaluation could not conclusively determine the cause of the detachment or when it had occurred. The wires were examined under a microscope and suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no area of compromised wire insulation was identified. The lvad operates on a three phase motor where each phase is powered by two redundant wires. The orange wire represents one of the two redundant wires that support motor phase 3, the brown wire represents one of the two redundant wires that support motor phase 2, and the green wire represents one of the two redundant wires that support motor phase 1. The pocket system controller monitors the current in each pair of wires to detect open circuit conditions. The disconnect of the orange, brown, and green wires would have resulted in the reported driveline fault alarms when the system controller compared the current in the wires to their respective redundant motor phase wires. The reported interruptions in pump function would have occurred as a result of an electrical short-to-ground if the exposed conductors in any of the wires contacted the copper wrap at the previous repair site while the system was operating on tethered power sources such as the power module. The interruptions in pump function could have also occurred while the system was operating on either a tethered power source or on batteries as a result of a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the copper wrap. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.